Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following information via "mw5082272": the correct date of event was (B)(6) 2015. Mentor also became aware of the following additional information: the patient reports that the implants have severely impacted her quality of life. The patient also reports that she is in constant pain, has rashes, hair loss, joint pain, spinal swelling, extreme cellular inflammation which is causing sciatica since 2018. The patient reported toxic build up showing in her eyes and skin since 2017. The patient reports she can no longer run, workout, and barely has enough energy to keep her job. The patient believes the right implant may be deflated. No revision or explantation has been reported thus far. This medwatch form is for the right breast prosthesis. The patient code "3191" for "no code available" that was reported in the initial report to represent the assigned patient code "generalised illness" was omitted per the new information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was erroneously indicated in the follow-up report (mwr-30012019-0000316844) sent on (B)(6) 2019, that the report was for the right breast prosthesis. However, that follow up and this correction is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 330cc saline, catalog: 3503330, lot: 6570084 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast prostheses implantation with (right) mentor smooth round high profile 330cc and (left) mentor smooth round moderate profile 175cc saline breast prosthese on (B)(6) 2012 developed symptoms in 2015 but have been noticeably worse in the past 6 months. The patient reported lupus, thyroid issues, body pains, right breast rippling and pain. The patient believes the right implant may be deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.